Manufacturer narrative:
Additional information was received that there would be no further course of action. It is indicated that the lead will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient would undergo a lead explant procedure due to high impedances and a suspected broken lead.

Manufacturer narrative:
.

Manufacturer narrative:
Lead sc-2218-30, s/n (B)(4): the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 13 cm from the distal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There are no exposed cables. Anchor sc-4316, lot 17279171: the anchor exhibits normal device characteristics.

Event description:
A report was received that the patient would undergo a lead explant procedure due to high impedances and a suspected broken lead.

Event description:
A report was received that the patient would undergo a lead explant procedure due to high impedances and a suspected broken lead.

Manufacturer narrative:
Additional information was received that the patient¿s lead and clik anchor were explanted. Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 17279171, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient would undergo a lead explant procedure due to high impedances and a suspected broken lead.